Event description:
It was reported by service report that the unit had exposed wires on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit is outside of the design life and the customer will be scrapping the unit.